Event description:
Event description cpi received information that at the implant procedure of this endotak transvenous defibrillation lead the patient experienced a pneumothorax. During the left subclavian stick for lead placement the pneumothorax occurred. A left chest tube was placed in the patients' chest.